Event description:
It was reported the patient experienced ineffective therapy. Diagnostics revealed high impedances. X-ray imaging revealed the lead was fractured. Surgical intervention was undertaken wherein the lead was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead fracture was reported to abbott. The patient's lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.